Event description:
It was reported "the balloon was retaining air which caused her pain around the stoma. [The patient] stated that she uses a 10ml syringe to fill the balloon with 3ml distilled water and ensures that there is no air in the syringe each time she checks and refills the balloon due to the air. She further states that when this happens there is approximately 6ml of air besides the 3ml of distilled water. The tube was placed by interventional radiology in feb. 2024." Additional information received 12-aug-2024 stated the patient "went to the doctor on 01-aug-2024 due to 'excruciating' pain in abdomen and given clindamycin to treat an infection in abdominal wall. [The patient] was then admitted to the hospital on (B)(6) 2024 for intravenous (IV) medication for infection and pain. According to the [patient's spouse], the physician at the medical facility reported that 'mostly the infection resulted due to deflating and inflating the tube's balloon four times a day to release the accumulated air in balloon; thereby, creating a 'portal' which allowed the bacteria to escape in the abdominal wall. On tuesday, 06-aug-2024 the defective tube was replaced with no further complications. [The patient] remained in [the] hospital for 4-days and has since been released and is in a state of recovery according to [the patient's spouse].

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 10-sep-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30293872, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was evaluated. The original packaging was not returned with the device. The molded head, tube and balloon appeared to have some discoloration on the exterior and interior of the device. The balloon was inflated with 5cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port (bip). After inflation, the balloon was squeezed and manipulated for further evaluation of leaks, no leakage was observed. The water was then removed from the balloon with the syringe. This was evidence of the deflation of the balloon. This inflation/ deflation of the balloon was repeated four more times. All four times, no leakages were seen or resistance from the syringe was felt. The water was then extracted; the balloon was filled with 5cc of colored liquid (water mixed blue dye) to show a fluid pathway should a potential leak occur. The filled sample was placed in a designated location for 30-minutes to observe for any leak that could cause losing of liquid from the balloon material. The sample was re-evaluated after 30-minutes and there was no sign of a visible leak or burst in the balloon or anywhere in the device. When the colored liquid was extracted from the balloon, 5cc was still collected. No air was observed during filling the balloon and after extracting the liquid from the balloon material. Although the blue plunger on the bip component appeared to be leaning towards the side (white housing), there was no damaged seen. Root cause could not be determined. All information reasonably known as of 08-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.